Event description:
During initial testing at the mfg site, it was found that the unit does not alarm for distal occlusion when the occlusion pressure was set at the mid and high ranges. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.